Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory via review of the device image. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. Device testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the patient presented to the clinic after receiving an alert for eri. Review of session record confirmed that the battery showed a rapid decline. The device was explanted and replaced. There were no adverse consequences to the patient.